Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date with competitor product. Subsequently, patient underwent a revision procedure with biomet components on (B)(6) 2013 due to an unknown reason. Patient was further revised on (B)(6) 2015 due to pain and instability. The tibial bearing and locking bar were removed and replaced and the patella resurfaced.